Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 2/4/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification, revealed viscoelastic residue on the optic body and haptics. And that the lens was received cut in half (only one half received). Which is consistent with a lens that was handled, during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that one complaint folder for unknown/unspecified issues was found. These complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Manufacturer phone number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's eye, but was removed and replaced due to scratch on the iol. No other information was provided.